Event description:
It was reported that during the implant procedure, the pacing lead exhibited high impedance. The lead was repositioned several times to no avail. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.